Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, when obturator being removed after insertion, the valve seal disengaged. The device could still be used to continue the procedure. There was no patient injury.